Event description:
It was reported the patient presented for initial procedure. During implant, the lead was poorly inserted into the implantable cardioverter defibrillator's (ICD) header resulting in a sharp increase in pacing impedance. The physician unscrewed the lead from the header in an attempt to improve the connection, but the set screw came out of the header completely. The physician elected to complete the procedure with a different ICD. The patient was in stable condition.